Event description:
Customer reported erroneous low differential results for eosinophil% of 0.0 were obtained when using a coulter lh 750 hematology analyzer. Test results were determined to be erroneous when compared to a manual blood smear differential and test results obtained on a coulter gen-s system. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer. This event is for the second of two samples from this pt tested over 2 days.

Manufacturer narrative:
The instrument was within quality control specs with respect to controls and reproducibility. On (B)(4) 2008, the field service engineer evaluated the analyzer and verified instrument performance. Raw data analysis was performed and indicated merged neutrophil/eosinophil populations. Imm ne 1 and imm ne2 were generated for subsequent retests when the algorithm identified the merged populations as abnormal. Root cause is unk. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00815.